Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device experienced unexpected battery depletion, with charge dropping from fully charged to low within one day, after which the user was advised to recharge to full and monitor; subsequent follow-up indicated the issue had resolved. Symptoms included no adverse clinical effects. Outcomes included no impact on health, no alarms, and no medical intervention or hospitalization. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.